Event description:
This spontaneous report was received on (B)(6) 2015 from a (B)(6) -year-old male consumer reporting on self from the united states. The consumer had allergies to grass, mold, and pollen. The concomitant medications were not reported. The social history included alcohol use possibly once a year. The consumer's weight was (B)(6). On an unspecified date in the 1980's, the consumer started using band-aid unspecified (lot number and expiration date unspecified) cutaneously, one or two band-aids, a couple of times for wound protection. After an unspecified duration, in the late 1980's, he started to develop red swollen reaction on his skin. Since then, he had been experiencing the same events every time the device was used and with the use of other band-aid products. On an unspecified date, he consulted a healthcare professional and was given iv3000 (transparent adhesive film dressing) at the emergency room (ER) and was admitted at the hospital. After an unspecified duration the use of the device was discontinued and the events resolved. This report was assessed as serious (hospitalization) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 23-jan-2015. This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2015-00008. The manufacturer report number for the second product in this case is 2214133-2015-00009. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a (B)(6) male consumer reporting on self from the united states. The consumer had allergies to grass, mold, and pollen. The concomitant medications were not reported. The social history included alcohol use possibly once a year. The consumer's weight was (B)(6). On an unspecified date in the 1980's, the consumer started using band-aid unspecified (lot number and expiration date unspecified) cutaneously, one or two band-aids, a couple of times for wound protection. After an unspecified duration, in the late 1980's, he started to develop red swollen reaction on his skin. Since then, he had been experiencing the same events every time the device was used and with the use of other band-aid products. On an unspecified date, he consulted a healthcare professional and was given iv3000 (transparent adhesive film dressing) at the emergency room (ER) and was admitted at the hospital. After an unspecified duration the use of the device was discontinued and the events resolved. This report was assessed as serious (hospitalization) and the company causality was assessed as related. Additional information was received on 16-jan-2015. The consumer did not provide any specifics regarding the product name or lot number therefore a device history record review and lot trend analysis could not be performed. The analysis of product and complaint category will be managed through the monthly trending process. Complaint trends will continue to be monitored. The complaint disposition is undetermined. This report remains serious.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2015-00008. The manufacturer report number for the second product in this case is 2214133-2015-00009. This closes out this report unless other additional significant information is received.